Event description:
Pt had a cough and was slightly sob at start of a routine hemodialysis treatment using sterile premixed dialysate. Pt used their asthma inhaler and was administered 50mg benadryl, symptoms resolved. For subsequent treatments pt took 25mg benadryl prior to treatment and 25mg at initiation of treatment. No other need for medical intervention was reported.

Manufacturer narrative:
No investigation possible without the returned device. Clinical staff attributed event to an allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Pt discontinued dialysis around (B)(6) 2010 due to increased renal function. Pt resumed dialysis on (B)(6) 2010 2x/week using prepared batch dialysate only and reported no symptoms. No other similar reports attributed to this device. Nxstage medical considers this report closed. No additional info will be provided.